Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2021. The original surgery occurred on (B)(6) 2014. The reason for revision is reported patient pain. During the revision, the original stem and modular neck were removed. The stem was replaced with a non-omni component.